Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that on/off button of the review module was not working. Upon troubleshooting actions, the fse identified that on/off button was damaged on review module. The defective review module was returned for analysis, and it was concluded that the power on button was working. The fse replaced the review module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the on/off button of the review module was not working, which can impact a booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.